Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, correction to field h6, as well as updates to fields d8, and g1. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be prevented by following the instructions for use which state: sealing with hand or footswitch activation. Warning: a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified. Troubleshooting: -too little tissue between the jaws ¿ the user is grasping thin tissue or not enough tissue; open the jaws and confirm that a sufficient amount of tissue is inside the jaws. If necessary, increase the thickness of tissue that is grasped and press the blue foot pedal or activation button. -too much tissue between the jaws ¿ the user is grasping too much tissue; open the jaws, reduce the amount of tissue that is grasped, and press the blue foot pedal or activation button. -activating on a metal object ¿ avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the device. -dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of device jaws. -excess fluids in the surgical field ¿ minimize or remove excess fluids from around the device jaws. -activation switch released before seal complete tone ¿ the blue footswitch or activation button was released before the seal cycle was complete. -maximum seal cycle time has been reached ¿ the system needs more time and energy to complete the seal cycle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the normal use of the subject device an error occurred. The event happened during a therapeutic bariatric procedure which was completed using a similar device. There were no reports of patient harm.